Event description:
It was reported that the patient had device removed due to pocket discomfort. The patient was doing well postoperatively. Additional information was received that the explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021. D6b: explant date: (B)(6) 2021.

Event description:
It was reported that the patient had device removed due to pocket discomfort.